Event description:
It was reported via repair work order that the fowler was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the fowler was drifting due to a damaged clutch and motor.

Event description:
It was reported via repair work order that the fowler was drifting due to a damaged clutch and motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.